Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.